Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to gap at distal end was generated by impact during device handling by the user. The event can be detected by following the instructions for use (IFU) section: 3.2 inspection of the endoscope olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the evis exera ii duodenovideoscope had a leakage at the distal end. The issue occurred during an unknown event. The procedure was unknown. There were no reports of patient or user harm associated with this event. Inspection and testing of the returned device found that there was foreign material in the forceps elevator. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during the evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the following: due to wear of angle wire, bending angle in right direction does not meet the standard value; distal end has a crack; connecting tube has coating peeling; due to annual inspection, parts must be replaced; water tightness of forceps elevator is lost; forceps elevator has foreign material; and there is corrosion around forceps elevator arm. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.